Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device "requires maintenance for the external electrodes, already replaced the electrodes, thinks it is the internal connector of the paddles."

Manufacturer narrative:
Additional information: - updated patient involvement .

Event description:
It was reported to philips that the device "requires maintenance for the external electrodes, already replaced the electrodes, thinks it is the internal connector of the paddles." There was no patient involvement.